Manufacturer narrative:
Reported event: pump non-functional. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the unit found the device in good condition. All the knobs and switches appear to function properly. Electrical evaluation was performed and the unit was found within test parameters. However, the device was not able to pass the irrigation portion of the test. Further investigation found the pump coupling was slipping causing no irrigation. The pump coupling was tightened and the unit passed the irrigation test. The complaint that the pump was not working was confirmed. Taking into consideration the details of the complaint and the product analysis, the most probable root cause of the identified failures is wear and tear. A DHR review was performed and no deviations were found during original manufacturing. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used. According to the complainant, the pump of the generator was not working even though correct tubing was being used. When the pedal was depressed, the motor pump would run, but the outer piece did not move at all. It is unknown if this issue occurred during a procedure.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used. According to the complainant, the pump of the generator was not working even though correct tubing was being used. When the pedal was depressed, the motor pump would run, but the outer piece did not move at all. It is unknown if this issue occurred during a procedure.